Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 509 mg/dl. The customer treated with a correction pen. The customer stated that she received a new transmitter charger and it does not blink when it should. The customer will be sent a new transmitter.